Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an therapeutic procedure with the subject device and otv-s190, the entire screen became black and showed no endoscopic image. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; the reported event was not reproduced. There was no abnormality in the appearance. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused by poor connection due to foreign material adhering to the electrical contacts between the device and endoscopes. If additional information becomes available, this report will be supplemented.